Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There are five (5) cases associated with this issue. An individual FDA form 3500a will be submitted for each case. There were no reports of the pt being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reported when the color coded connector was detached from the endotracheal tubing for the purpose of cutting the tubing to an appropriate length, the tubing would not reattach to the color coded connector. The nurse indicated it appeared the diameter of the endotracheal tubing became 'shorter'. The nurse reported the endotracheal tube was not used on a pt.